Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a robotic-assisted hysterectomy laparoscopic procedure, prior to the start of surgical activity, the monopolar curved shears (mcs) exhibited a removal issue in which the instrument jaws would not close fully and the green confirmation indicator was not observed on the operating room team interface display (orti). The broken instrument technique was performed to remove the instrument. A replacement mcs was introduced and functioned as intended. There was no injury to the patient.